Manufacturer narrative:
The reported allegation has been reviewed and evaluated. No physical product investigation was completed because the product has not been returned by the complainant. If the product is received, an investigation of the returned device will be performed. Additionally, insulet corporation has a defined process for monitoring, identifying, and escalating unfavorable complaint trends. Complaint data is a key performance indicator (kpi) reviewed as a part of, however not limited to, complaint review and management review. The outcome of these reviews may warrant further action, investigation, or escalation as procedurally defined.

Event description:
It was reported the patient's blood glucose level rose to 311 mg/dl. The device was reported for a "needle or cannula mechanism" issue. No further information was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.